Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (intraperitoneally for 3 weeks and dose was not reported). At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information was provided at the time of this report.